Manufacturer narrative:
Investigation included internal complaint handling and device history review. Investigation of this case revealed physical damage to the device user interface screen consistent with external impact. It was concluded that the event was due to accidental damage to the device enclosure and screen, not a device malfunction, and that the ilet¿s blood glucose functionality remained unaffected.

Event description:
It was reported that a user visited an amusement park without a clip for the ilet, the device fell, and the display screen cracked; the user indicated the blood glucose display function was not affected and a replacement device was provided. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health, no alarms, and continued therapy with replacement hardware.